Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were redness and swelling. The patient was prescribed antibiotics. The physician was not sure if the infection was due to the manner the patient was charging her device or the ipg itself has contributed to the infection.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were redness and swelling. The patient was prescribed antibiotics. The physician was not sure if the infection was due to the manner the patient was charging her device or the ipg itself has contributed to the infection.